Event description:
It was reported that during a laparoscopy donor nephrectomy procedure, the device was fired but did not staple. The patient had a blood loss of 900ccs. No blood products were required. The procedure was converted to open and sutures were used to control the bleeding. The patient has been discharged home and is doing fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.